Event description:
It was reported that upon completion of the (bph) benign prostatic hyperplasia procedure; when removing of the fiber the physician noted the fiber cap detached inside the pt. The cap was not retrieved from inside the pt; pt was informed. The pt has since been seen for f/u and is reported to be doing well. It was noted the fiber cap was discarded and will not be returned to the MFR.